Event description:
It was reported that during the use of the device, an air leak was observed. No patient injury was reported.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the sample appeared to be in good condition. Functional testing found during the twelve (12) hour inflation test the sample cannot pass cuff was deflating during inflation. Source of leak was found to be tear in cuff. The root cause of the reported issue was found to be most probable that reported failure occurred during tracheostomy procedure or during use. During investigation, a laser printed lot number was found on the device flange and used to track down related assembly work orders, however we are unable to verify the found lot number. Thus, h4: device manufacturing date and d4: device expiration date could not be determined.